Event description:
Customer reported high blood glucose. She stated no matter how much insulin she delivers, the device is not working. Customer wore the insulin pump in a CT scan. Customer's blood glucose is 438 mg/dl. She was advised the CT machines emit radiation that may interfere with the insulin pump. She was also advised of possible site or insulin issues. Customer stated she would check her device and call back later. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).